Event description:
The surgical tech reported to the circulating r.n. That a cable passer had broken into two pieces while an attending surgeon was using it to pass a cable around the patient's left femur. The cable passer was in two pieces and the surgical tech showed the circulating nurse that the two pieces fit exactly together, where it broke in the middle of the handle. The circulating nurse visualized this, cleaned the cable passer, sterilized it in the autoclave, bagged it, labeled it, and placed it in orthopedic assistant clinical manager's office. The attending surgeon was aware that this instrument broke into two pieces that fit together.